Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient loses consciousness due to hypoglycemia. Specific blood glucose (bg) levels were not provided. The patient mentions having a hard time with maintaining their bg levels resulting in them passing out because of it, but they get help from their parents who lives with them and did not require medical assistance. The patient mentions that the low bg levels could be related to their menopause and hormone therapy that they are currently undergoing.